Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the customer complaint was not confirmed or replicated. The instrument was placed and driven on the in-house system, passing initialization, recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions, with jaws opening and closing properly. The instrument clamped, fired, and unclamped successfully with a sureform 60 black reload. Visual inspection was performed and no damage was observed. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy, a sureform 60 stapler with an unknown reload was linked to bleeding from an unspecified location after a recognition failure/stapling delay. The customer believed that the instrument caused or contributed to the event. The procedure was delayed for less than 15 minutes but was completed robotically. This required use of a second device, but the patient did not require any additional medical intervention. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.